Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report was observed and attributed to an unaddressed advisory message. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Our review of the device logs showed multiple low battery messages and a replace battery messages on the date of event and on previous dates leading up to the event. Once the user receives a low battery message, the r series unit must be plugged into a power source or a fully charged battery pack must be installed. When the replace battery message occurs, the battery must be replaced immediately as the unit shut down is imminent. The r series operators guide states "always have a source of available backup power for all anticipated use environments. Analysis of reports of this type has not identified an increase in trend.